Event description:
Healthcare professional reported left "side thick and calcified capsules, capsular contracture baker 4, breast hardening and pain, and cysts." Healthcare professional also reported granuloma, solid nodules, and radial folds. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV," "lump/nodule," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lump/nodule, and granuloma.